Event description:
Rn gave the patient lidocaine before sheath removal and once she went to safety lock the needle, the safety had fallen off and the rn stuck herself with the needle.======================manufacturer response for needle for luer lock syringes, eclipse needle (per site reporter).======================bd medical sales consultant visited our hospital and spoke directly to the risk manager, employee health director and the infection control rn. None had ever heard of this malfunction before.